Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in good condition with the screen scratched. The moment the device was powered up the device started double beeping, replace downstream sensor. Device is also displaying error 1310. The cause of the issue is the downstream sensor, which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump double beeps. There was no patient involvement.